Event description:
It was reported that a physician used the pre-closure technique in the right and the left common femoral arteries prior to a transcatheter aortic valve implantation (tavi) procedure using prostar xl devices. Reportedly, during device deployment in one of the groins (groin 1), the physician could not pass the guide wire through the hemostatic valve. The physician used another guide wire, of the same size, which was able to pass through the hemostatic valve. No further deployment issues were experienced with this device. Suture placement was attempted in the opposite groin (groin 2), with the same results. The guide wire could not pass through the hemostatic valve. A second guide wire was also used and it was also able to pass through the hemostatic valve. However, the green suture broke after all the needles had been removed from the hub (groin 2). The physician pulled the suture ends until resistance was felt and cut them close to the needles. Afterwards, he reinserted a guide wire and deployed a second prostar xl, with no issues, to make sure that he had 3 sutures (the white one from the first device and both sutures from the second device) to close the groin (groin 2) successfully at the end of the index procedure. The index procedure was completed and hemostasis was achieved in both groins with the prostar xl sutures. There were no adverse patient sequela. The physician is reportedly trained in the use of the prostar xl device. The closure devices were inserted over a 9f sheath that was upsized to 18f for the tavi procedure. There were no kinks observed on the prostar xl devices or on the guide wires after removal from the patient. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following information was clarified. The physician met difficulty when attempting to re-load an unspecified 0.035 guide wire through the exit port passed the hemostatic valve. The guide wire was removed and the prostar xl was successfully re-wired with a straight terumo 0.038 guide wire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was received fully deployed without the four needles and two sutures. The suture material was also not returned. The handle was in the backed down position and there was no detected damage or anomaly to the exterior of the device. Guide wire patency was verified using a 0.038 inch guide wire, loaded from the exit port. Difficulty was encountered during initial guide wire insertion with the j-tip leading. The guide wire j-tip was straightened more and reloading of the guide wire through the exit port of the device was successful. The sheath was examined for the positioning of the hemostatic valve and the valve was observed correctly positioned in the sheath and the valve was normal. There was no detected device anomaly. The report of difficulty loading the guide wire through the exit port was confirmed. However, the issue of not being able to load the guide wire through the exit port appears to come from interference of the curved j-tip hitting against the wall of the hemostasis valve, hindering passage of the guide wire through the hemostatic valve and this is not considered a deficiency of the device. Difficulty in advancing the guide wire through the exit ramp hemostatic valve as reported, can also be influenced by, but is not limited to, manufacturing or user technique. During manufacturing of the device lot, all prostar xl devices are tested passing a 0.038 inch guide wire all the way through the sheath including the exit hole hemostatic valve, and a visual inspection is performed to help ensure the exit ramp does not block the exit hole. Additionally, a sample of prostar xl devices from the lot are functionally and destructively tested to verify product functionality. There was no reported information to indicate that improper user technique played a role in the reported event. Based on the investigation findings, the reported resistance loading the guide wire through the exit port was determined to be likely due to the curved j-tip hitting against the wall of the hemostasis valve hindering passage of the guide wire through the valve. The reported suture breakage may occur if excessively high force is used during suture retrieval or tightening of the knot. However, since the suture was not returned no inspection/testing was performed and a cause could be determined. Review of the receiving inspection records for the suture material, used in the device lot build, that reportedly broke, did not reveal any anomaly as all inspection criteria met specification and no nonconforming material record was generated. Review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there was no device anomaly detected. There does not appear to be a lot quality deficiency.

Event description:
Subsequent to the initial medwatch report the following information was clarified. The physician met difficulty when attempting to re-load an unspecified 0.025 guide wire through the exit port passed the hemostatic valve. The guide wire was removed and the prostar xl was successfully re-wired with a straight terumo 0.038 guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 9f, 18f; guide wire: terumo 0.0035, steel 0.0035. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device is being filed under a separate medwatch MFR number.